Event description:
On (B)(6) 2010, pt reported he had to switch infusion adapters today because he noticed an issue with his other adapter. Pt stated he smelled insulin and thinks the insulin may have been leaking from the infusion adapter. Pt reported he could not see any insulin leaking, or insulin in the infusion device, but he could smell it. Pt stated he removed the insulin cartridge and the infusion adapter and noticed that there was an issue with the rubber ring around the infusion adapter. Pt stated the rubber ring was missing. Pt reported he did not know if it was due to over tightening but stated it was missing. Pt stated he compared a new infusion adapter with the old one and the new adapter had the o ring and was okay. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.